Event description:
Device 3 of 6. Reference MFR report: 1627487-2014-21574, 21575, 21577, 21578, 21579. The patient received two model 3163 peripheral (off-label) leads and three scs anchors with the same lot number. It was reported, the patient would undergo surgical intervention to explant the scs system due to possible infection. There is no additional information at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.